Manufacturer narrative:
It was reported by an attorney that mesh was implanted to treat pelvic organ prolapse. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, recurrence and dyspareunia. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and monarc subfascial hammock were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted along with concurrent transvaginal hysterectomy, anterior repair and cystoscopy due to stress urinary incontinence, pelvic organ prolapse (grade 3-4 cystocele, grade 1 rectocele, grade 2 uterine descensus). No additional information was provided.